Event description:
During implant procedure, increased pacing impedance was noted on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of high pacing impedance and ¿electrode is broken¿ were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.